Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its target location in the patient. Surgical intervention was performed to explant the lead while a replacement lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead could not be confirmed. There were no signs of damage or defect and there were no irregularities noted at the tip region of the lead that could have contributed to dislodgement. The product met specification.